Manufacturer narrative:
User facility number modified to meet the required format for FDA. (B)(4). Type of report is initial. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows two lead integrity alerts on (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had an apparent fracture, oversensing and a lead integrity alert was triggered. It was further reported that during extraction procedure the patient became hypotensive and cardiac arrested. An echocardiogram was performed and no effusion was noted. The patient was taken to the operating room emergently where the chest was opened and a tear was found in the vena cava. The tear was repaired but the patient's heart was unable to recover and the patient died.

Manufacturer narrative:
Additional information indicated that noise had been present on the lead. Also, noted that throughout the explant procedure the patient developed hypotension that resolved with fluids and multiple echocardiograms were done showing no blood in the pericardium. The patient completely decompensated requiring cardiopulmonary resuscitation and was moved to the operating room where it was noted that greater than three liters of venous blood was noted in the right pleura. The bleeding source was identified as the superior vena cava. Resuscitation efforts including cardiac massage, temporary pacing wire placement and repair of the vena cava tear were performed, however, the patient died. User facility number modified to meet the required format for FDA. Original uf number was (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows two lead integrity alerts on (B)(4) 2011. (B)(4) ventricular non-sustained tachycardia events occurred between (B)(6) 2010 and (B)(6) 2011. Two ventricular fibrillation events occurred (B)(6) 2009 and (B)(6) 2009. Ventricular short interval counts of 14.6 counts average per day, in (B)(6), between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
User facility number modified to meet the required format for FDA. Original uf number was (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.